Event description:
The locking plates which secured the foot rest to the table in one of the hospital's fluroscopy rooms disengaged while supporting a patient's weight resulting in the patient falling to the floor. The occurence was reported to the manufacturer, who made a site visit on december 21, 1992. Adjustments were made to the foot board. It was also noted that there was a problem with the foot board u-channels bending. This will be reported to the main company headquarters in germanydevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, design - inadequate, material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.